Manufacturer narrative:
(B)(4). Jammed staples. The analysis results showed that one device was returned non-functional with a jammed staple in the cartridge nose; no functional test was performed due to the condition of the device. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. In addition, (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic nissen procedure, when the device was fired, the staples were not formed. Unknown how the case was completed. There was no patient consequence.